Event description:
It has been reported that the pt was injected with 1.3ccs of novielle gel plus in the marionette lines and cheeks (B)(6) 2009. The pt developed redness and lumps in the area of injections. A blood sanguineous fluid was extracted from the marionette lines (B)(6) 2010. Keflex was prescribed and an ipl treatment was performed (B)(6) 2010.

Manufacturer narrative:
The device was not returned to the MFR, therefore, an investigation to determine root cause could not be conducted. Novielle gel is designed for vocal fold augmentation. If additional info becomes available, it will be submitted in a supplemental report.